Event description:
It was reported that the patient had a sepsis infection and vegetation was noted on a pacing lead. It was further reported that the implantable pulse generator (ipg) system was removed due to the patient experiencing a persistent (B)(6) infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58 implantable pacing lead 2012-(B)(6); rvdr01 implantable pulse generator (ipg) 2012-(B)(6). (B)(4).